Event description:
The customer reported to customer service that the power block on the power supply for her pump was cracked open. Customer confirmed there were no sparks or injuries.

Manufacturer narrative:
A replacement power supply was sent to the customer. Attempts to obtain add'l info and the original product for eval were unsuccessful. However, the customer stated the transformer "cracked open," which implies exposure to internal electrical circuitry, which is a safety risk. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per (B)(4) 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continued to be monitored. Should add'l info or the original product be received, resulting in new, changed, or corrected info, a f/u report will be filed.